Event description:
It was reported that the 7800 florastar system had a beam deviation when rotating from tube down to tube up position. No pt injury was reported.

Manufacturer narrative:
The svc call was cancelled by the customer. A follow-up report will be filed when add'l details become available.